Event description:
It was reported to technical services on (B)(6)2012 that this ra lead has noise that is oversensing. No adverse patient effects noted. No emi source identified. Discussed possible early stages of lead issue. Insulation breach or less likely conductor, or lead-pg connection. Ts asked if pt pacer dependant. Hcp stated yes. Discussed considering xray to eval lead, lead pg, attempting to recreate with isometrics and pocket manipulation. Discussed care and backup pacing equip available when testing. Hcp to review with md and reschedule pt for testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).